Event description:
It was reported that "a patient admitted for a whipple procedure had a foley catheter inserted during his procedure at the operating theatre. No change in our protocol during insertion or care of the catheter. Fiver days later, the physician ordered its removal. However, the nursing staff was unable to void the distilled water from the balloon as it was impossible to aspirate the fluid into the syringe". Additional information received from the customer states "this necessitated an interventional radiology consultation and a procedure to remove the catheter with minimal damage". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "a patient admitted for a whipple procedure had a foley catheter inserted during his procedure at the operating theatre. No change in our protocol during insertion or care of the catheter. Fiver days later, the physician ordered its removal. However, the nursing staff was unable to void the distilled water from the balloon as it was impossible to aspirate the fluid into the syringe". Additional information received from the customer states "this necessitated an interventional radiology consultation and a procedure to remove the catheter with minimal damage". The patient's current condition is reported as "fine".